Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the implant site. The physician determined that the patient had a seroma near the implant site which was not device related. The patient was prescribed antibiotics. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information can be obtained by the bsn representative.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the implant site. The physician determined that the patient had a seroma near the implant site which was not device related. The patient was prescribed antibiotics. No device malfunction was suspected.